Event description:
It was reported that the patient received a patient notifier. Upon review of the episodes, intermittent noise were observed. The lead explanted and replaced without complications. The explanted lead was found to have externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 11.9-12.1cm from the cut end of the middle segment, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 12.9-15.0cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 6.7-7.0cm from the distal tip. The etfe coating was intact at these locations. Clavicle crush damage was noted at 2.1-3.5cm from the cut end of the middle segment. The inner coil was exposed at this location, consistent with the field observation of noise.